Manufacturer narrative:
Investigation results: analysis of the returned saw blades showed damage and wear inconsistent with cutting bone. The observed surface and tooth wear/damage was representative of damage caused by cutting/impacting metal, not bone material.

Event description:
During a total knee replacement surgery, customer reported that the br4125-127-090 saw blade escaped from the stryker power handpiece. The customer stated that they did not keep the blade, however two damaged saw blades were returned to brasseler for evaluation. Customer stated that there were no injuries or clinically relevant delays.